Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The returned device batch number did not match what was reported. The batch device received in was 26984264. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen, and balloon. There was blood in the guidewire lumen. At 69mm from the tip, the shaft was accordioned for a length of 4mm. The balloon was loosely folded, and the device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 10mm from the tip of the device. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified middle of right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon ruptured. No balloon pieces left inside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified middle of right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon ruptured. No balloon pieces left inside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.